Event description:
Tech alleged that the head section was at ten degrees and from there would not lower or raise. No pt impact.

Manufacturer narrative:
The tech adjusted the right hand gas cylinder to resolve the issue.